Event description:
After a cs25 stapler had been fired in a right colon resection procedure, it was observed that the tissue had been only partially transected. The procedure was completed by use of another device.

Manufacturer narrative:
The returned cs25 stapler was visually examined and functionally tested. The device was not damaged, and when reloaded with staples, it fired completely and fully transected the test medium. Examination of the cut ring of the cs25 showed that the knife had penetrated to the normal depth during the procedure. The root cause of the partial cut could not be determined. Eval summary: cs25 fired without incident. Staple formation was acceptable and the knife transected fully.